Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked, and the imaging window and drive cable were twisted. The impedance test shows an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing. The client provided an attached media showing no image displayed on the ilab screen.

Event description:
Reportable based on device analysis completed on 14oct2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the right proximal coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was not clear. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable. However, device analysis revealed that the imaging window was twisted.